Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was revealed that the mechanics were functioning improperly. This was attributed to improper handling. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The technician reported that the adapter with inner jaw uncoupling due to possible fracture. This is report 1 of 1 for complaint #(B)(6).